Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. A third party field service representative evaluated the device. The reported issue was not duplicated. The device was tested for 13 days.

Event description:
The customer reported to vyaire medical that the ltv 1150 alarmed transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.